Event description:
Reporter reported that the cpu board on the bed was no longer functioning properly, resulting in no power to the bed. No injury to patient or user was reported.

Manufacturer narrative:
Other - the device is in the process of being repaired and returned to service.